Event description:
The customer obtained false positive results on one patient sample for toxoplasma quantitative igg (txp) on an immulite 2000 xpi instrument when using reagent lot 406. The same sample was repeated which also resulted positive. A new sample was obtained from the patient and tested on the immulite instrument, which again resulted as positive. The false positive results were not reported to the physician(s). The new sample was then tested on advia centaur xp which resulted as negative. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the false positive results of toxo igg on the patient sample.

Manufacturer narrative:
The initial MDR # 2432235-2014-00610 was filed on october 21, 2014.additional information (12/12/2014): the regional support center specialist spoke to the customer. The customer does not have samples from the patient available for testing. The cause of the discordant toxoplasma quantitative igg results on samples from one patient is unknown.

Manufacturer narrative:
The cause for the false positive toxoplasma quantitative igg results are unknown. Siemens healthcare diagnostics is investigating the issue.